Event description:
Vns pt could no longer feel device stimulation and that they were experiencing an increase in seizure activity from previous efficacy experienced with the vns therapy. The pt has recently been seen by treating neurologist, at which time they complained of no longer feeling device stimulation and an increase in seizure activity. Neurologist reduced programmed device off time from 5 minutes to 3 minutes at this office visit. The pt denies any recent injury or trauma that may have damaged the ncp system.